Manufacturer narrative:
Investigation of the returned pod found no damages or manufacturing deficiencies that would result in communication issues between the pod and the continuous glucose monitor (cgm). Inspection of the patient history buffer (phb) data downloaded from the pod found that the pod observed connection issues with the cgm. During the investigation the pod was able to pair with a cgm emulator with no issues. The exact cause of this pod & cgm communication issue could not be determined.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026 at the (B)(6). The patient's blood glucose levels reached 398 mg/dl while wearing the pod between 37 and 48 hours. The patient experienced sensor issues that lead to hyperglycemia. Symptoms reported include mild dizziness, vomiting, and thirst. The patient was treated with ringer's acetate solution (b. Braun). The patient was found to have elevated ketone levels, hyperglycemia, and increased blood ph. At the time of this report, the patient has not yet been discharged from the hospital.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.